Event description:
During a subacromial decompression, the physician reportedly utilized a speedscrew knotless implant (w/ inserter handle). After placing the implant, the physician attempted to tension the sutures. The physician reported hearing a "pop" then lost all tensioning ability within the handle. A second speedscrew was opened and implanted. Again, while the physician was tensioning the suture, it became caught within the handle. The two implants were abandoned within the pt's bone and were not used. The physician drilled a new bone hole and was able to complete the procedure with a new device and technique without further issues. Although the procedure was completed, the pt experienced a 30-minute surgical delay. No pt complications were reported as a result of this event.

Manufacturer narrative:
Reference manufacturer report: 9019871-2012-00040.